Event description:
The customer's mother called to report that the child was hospitalized. It was stated that when the child got released a new batteries were inserted and the pump had a low battery. The customer's mother believed that the pump was not functioning properly. Troubleshooting was performed. The insulin exited during the fixed prime. The pressure test passed. However, the customer inserted in the hips and has gotten bent cannulas a few times. Advised the mother to speak with the doctor about the bent cannulas and alternate sites. A replacement pump was requested.